Event description:
Pt placed on ventilator - p.b. 840. Volume noted by md and rt. Delivered vt was non consistent. No apparent reason for this to happen. Pt's sao2 dropped. 840 taken off pt. (Pt being bagged with 100% o2). P.b. 7200 was then placed on pt. Sao2 rose no difficulty; pt stabilized. No problem with 7200 ventilator 840 pulled and placed a "do not use until p.b. Can be checked out."